Manufacturer narrative:
(B)(4): the instrument was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported that during a minimally invasive surgery the pin is missing from the pituitary. Although the instrument was used in surgery there have been no patient complications or reactions that would indicate that the pin was still inside the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.